Manufacturer narrative:
H3: product analysis: the results of the analysis concluded that the unit failed wobble test. The connectors were misaligned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the device experienced an out-of-box failure due to wobbling upon unboxing, which was caused by misalignment between the quick connect and shaft main driver components. There is no patient involved in this event.